Manufacturer narrative:
(B)(4). Concomitant medical device: g7 bonemaster ltd acet shl 54f, item # 010000704, lot # 6418685. G7 neutral e1 liner 36 mm f, item # 010000858, lot # 6475626. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02191 and 0001825034-2019-02419. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip surgery, the surgeon performed several attempts to seat the liner, but he could not fully seat the liner. Reported the liner was sitting up on one edge. A second liner opened in case the issue was with the liner. Second liner was also a problem, however it seated after 3-4 attempts. A delay of 20 minutes occurred during the surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). UDI : (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.